Event description:
Upon removal of old dressing during sterile peripherally inserted central catheter (PICC) dressing change (needed due to loss of dressing integrity), PICC catheter noted to be leaking from catheter hub. Certified registered nurse practitioner (crnp) called to bedside and per crnp PICC removed with 18cm of catheter present upon removal and tip intact.